Manufacturer narrative:
.

Event description:
The pt reported, sporadic withdrawal symptoms (no specific symptoms reported). The pt thinks the symptoms may be due to the fact that her doctors are weaning her off oral methadone. The pt also reported, that at her last refill, approx 2 weeks ago, the nurse told the pt that there was more medication in the pump than was expected and that they would need to monitor it. No device troubleshooting info was reported. Additional info reported that the pt underwent a catheter revision for a possible catheter kink. During the catheter revision, the hcp and the pt heard the pump audibly clicking. The pump was otherwise functioning properly and the event logs were normal. No pt outcome was reported. Additional info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional info is received. Reference MFR report # 300420917820070663.